Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported unintended flow of an unspecified medication that resulted in a spike in the patient's blood pressure. The event details are very limited; however it was reported that when the door to the pump was opened, the safety clamp did not close. There is no available information regarding medical intervention, and no report of any lasting harm. The customer reported that although they replaced the door latch on (B)(6) 2015, it has broken and did "not appear to be normal wear and tear" because the sear appeared to be bent nearly 90 degrees from its original position. It was initially reported that the repair was done with a carefusion part, however the customer subsequently confirmed that prior to their current biomed contract they had ordered parts from a third party vendor, and that the part replaced into this device probably was not a carefusion part.

Manufacturer narrative:
The customer¿s report that the door sear did not close the safety clamp when the door was opened was confirmed. A review of the pump module's event log found no information for the reported incident date of (B)(6) 2015. Therefore the log was reviewed for the last date in which the device was used ((B)(6) 2015). On that date the log recorded an infusion at 30 ml/hr that ran for approximately an hour and a half, followed by a series of "flow stop open / close door" alarms lasting for a total of 60 seconds. Visual inspection of the device¿s door latch/sear found it to be damaged with one of the two legs broken off the sear. The door latch and sear were determined to be non-approved, non-carefusion parts. Testing of the device with the non-carefusion parts replicated the reported failure of the safety clamp to close. During testing the device immediately alarmed for ¿safety clamp open/close door¿ each time the sear failed to close the safety clamp when the door was opened. The proximate cause of the customer¿s experience was determined to be a damaged non-carefusion door sear which was unable to consistently close the safety clamp when the door is opened. The root cause of the damage was not determined during the investigation.